Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2014, the patient was implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix was made aware of a type 3b endoleak. The patient is scheduled to have a secondary procedure on (B)(6) 2018. As of the date of this report, the patient is reported to be stable and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3b endoleak with sac growth. The reported type 3b endoleak is mostly likely device related with a contributing factor of a thick aortic calcifications. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
A secondary procedure was completed on 09/18/2018, the physician elected to reline the initial device with another bifurcated stent graft and a suprarenal stent graft extension. There have been no additional patient sequelae reported.